Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service and maintenance, the bronchovideoscope did not display an image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 additional information: d9 the device was returned to olympus for inspection, and the reported failure of no image on the display was confirmed. Based on the results of the investigation, the cause of the event was due to a faulty ¿u¿ plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.